Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Evaluation methods: no testing methods performed. (B)(4). Results: no results available since no evaluation performed. (B)(4). Conclusion: device not returned. (B)(4). Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). Smartablate generator; model #: m-4900-07; serial #: (B)(4). Smartablate pump; model #: m-4900-08; serial #: (B)(4). C3 ez steer coronary sinus with auto ID catheter; model #: d-1263-07-s; lot #: 17286047m. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent ablation for ventricular tachycardia using a smart touch bidirectional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. The pericardiocentesis yielded an unknown amount of fluid. The patient is now in an extended stay facility for monitoring. The patient is reported to be in stable condition. The physician did not provide causality for these adverse events. Contributing factors were not cited. Transseptal puncture had not been performed. Overall ablation time at the site of injury was less than 5 minutes. Generator was set at 30 watts. Power was not titrated during ablation. Irrigated catheter flow was set at 17ml/min and 30 ml/min. There were no error messages observed on any biosense webster equipment during the procedure. Patient did receive anticoagulation for the procedure with acts maintained in an unknown range.